Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: correction: d9: the date returned to manufacturer was documented as december 24, 2025 on the initial report. This date has been updated to january 7, 2026. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and the reported condition that three ball-shaped parts were found was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was determined that the cutter could not be inserted, the device was difficult to assemble/disassemble, the craniotome neuro tip was bent/damaged, and the bearing was damaged. It was noted that the hard-coat guard was scratched, the motor connection was catching/snag, and the bar cannot be inserted (bearing has fallen out). It was further determined that the device failed pretest for visual assessment, lock operation, and cutter insertion. The assignable root cause of this condition was determined to be traced to component failure due to wear.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: correction h11: during complaint investigation it was determined that the device evaluation and device medical problem codes required an update. Updated device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed on the craniotome device, and it was determined that the cutter could not be inserted, it was difficult to assemble/disassemble, the neuro tip was bent/damaged, and there was bearing damage. It was noted that the hard-coat guard was scratched, the motor connection was catching/snag, and the bar cannot be inserted (bearing had fallen out). It was further determined that the device failed pretest for visual assessment, lock operation, and cutter insertion. Therefore, the reported condition that three ball-shaped parts were found was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to wear.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that while cleaning the motor device, the craniotome device and the attachment device it was observed that three ball-shaped parts were found. It is unclear which device the parts came from. It was not reported if the device was used in a surgical procedure. There were no reported adverse consequences to the patient. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly. This is 1 of 2 for (B)(4).